Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass grafting procedure, the port or the connection point of the needle and the wire was separated from each other on the steel wire. The product was replaced to continue the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one representative samples of a device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.